Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached from 23 to 27 mmol/l (414 to 486 mg/dl) and even with a bolus of 10 units of insulin she was not able to lower her bg levels. She was feeling sick, nauseous, confused, chest pains, pain in her arm and neck. The pod was removed with the adhesive pad was wet with insulin. She was then transported to the hospital via ambulance. At the hospital they monitored her heart, gave her oxygen and checked her bg levels every 30 minutes. Once her bg levels went down to 10 mmol/l (180 mg/dl) she was allowed to go home after being at the hospital for almost 8 hours at the hospital.